Event description:
It was reported that during a da vinci-assisted surgical procedure, the video image was inverted. The customer observed that a disk at the connection point of the 0-degree endoscope plus fell off and was floating. The disk was later reinstalled, but the image was still inverted, and the endoscope did not work properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 0-degree endoscope plus for failure analysis investigation. The endoscope was analyzed, and the reported failure was replicated and confirmed. The issue was related to a defective attached endoscope adapter (aea).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 18-dec-2024: the instrument was inspected before use and no damage was detected. It was noted that during the procedure one of the disks at the connection point fell off and was floating. It was reinstalled, but the image appeared inverted and it did not work properly. There was no injury to the patient or fragments that fell into the patient's anatomy. The procedure was completed with a backup endoscope.

Event description:
Refer to h11 for follow-up information.